Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the forceps of the unit broke. It was further reported that there were no adverse consequences to the patient.